Manufacturer narrative:
(B)(4).

Event description:
A patient reported via a manufacturer representative that he went to the emergency room because the pump started coming out by itself on (B)(6) 2015. The pump was fully removed at some time after (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8703w, lot# l44965, implanted: (B)(6) 1997, product type: catheter. (B)(4).